Event description:
It was reported the patient did not have "good" coupling and the implantable neurostimulator (ins) was surgically repositioned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).